Event description:
The distributor contacted heartsine to report that their device prompted "child patient" when turned on with an adult pad-pak. In this state, the device may not be able to deliver defibrillation energy at the appropriate level for an adult patient. There was no patient involvement reported with the event.

Manufacturer narrative:
Heartsine has requested the return of the device for investigation. Upon completion, the conclusions will be submitted in a follow-up report.

Manufacturer narrative:
Heartsine's investigation of the device duplicated the reported fault. This fault was attributed the a failure of the reed switch sw1. The device was scrapped by heartsine.

Event description:
The distributor contacted heartsine to report that their device prompted "child patient" when turned on with an adult pad-pak. In this state, the device may not be able to deliver defibrillation energy at the appropriate level for an adult patient. There was no patient involvement reported with the event.